Event description:
Rptr had breast implants implanted in 1985. In 1985 she had a cholecystectomy. In 1989 she had right breast lump removal. In 1993 she had bilateral implant removal, removal of silicone from chest, bilateral breast reconstruction with free flap bilateral muscle myocutaneous flap, trunk repair excision & debridement, exploratory laparotomy & left oophorectomy. As of 2/95, she has been diagnosed with fibromyalgia, myalgias, arthralgias, migraine headaches, alopecia, raynaud's phenomenon, alopecia, fatty infiltration of the liver, solar uticaria, sicca syndrome, memory loss/organic brain disease, irritable bowel syndrome, chronic pain syndrome, she complains of severe muscle & joint pain (especially right neck, shoulder, hip) includes back & limbs; hair loss since 1988, sore & tender scalp (top of head); chronic fatigue & insomnia; irritable bowel syndrome with chronic diarrhea/bouts of nausea & vomiting; reccuring stomach ulcers; difficulty swallowing/choking at night; chronic right lower jaw pain (teeth needlessly extracted); migraine headaces, chronic dry mouth & eyes (drinks continually); visual difficulties, increased optic pressure; rash over right breast prior to removal of implants; rash which feels like crepe paper will appear on chest, under arms an & abdomen. Rash will itch until it starts to disappear; low toloerance to cold weather. Systemic itching, entire body especially inner thighs. Skin becomes tight on hands, skin is pale with red blotches on palms, finger tips red, swollen & painful; numbness of toes & fingers. Frequently drops things; recent short term memory loss; confusion, difficulty with concentration & retention of info diagnosis as possible organic brain disease; bladder infections; elevated liver functions since cira 1988; severe burning pain in groin & pain in underarms; chronic pain syndrome, left side of abdomen; occasional stuttering at unexplained times. (Not attributable to nerves or anxiety); intolerance to sun, severe itching, sometimes rash exposed skin burns in short period of time with hives; lipomas, various parts of body; chronic sinus problems & asthma. She has a 100% disability. She is willing to be a participant in research for silicone poisoning. She is very ill, in severe pain most of the time & has short term memory.